Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels of over 400mg/dl and manual injections were administered to address the bg level. A supply change was performed resolving the issue. A system check was declined by the customer and no additional information was provided by the customer.